Event description:
It was reported the programmer would not turn on. A different power cord and wall outlet was tried, with no success. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the power supply was out of electrical specification, therefore it was replaced. Product ID 2067l radiofrequency head.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).